Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise oversensing. Which was believed to be caused by electrode fracture. It was noted that the patient had a left ventricular assist device (lvad). The therapy was turned off. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise oversensing. Which was believed to be caused by electrode fracture. It was noted that the patient had a left ventricular assist device (lvad). The therapy was turned off. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.